Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio device broke while the physician was using it in the patient. It is unknown which part of the capio device broke and whether or not any fragments fell inside the patient. The procedure was completed with another capio open access suture capturing device with "no harm done" to the patient. No further information has been forthcoming for this event.

Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio device broke while the physician was using it in the patient. It is unknown which part of the capio device broke and whether or not any fragments fell inside the patient. The procedure was completed with another capio open access suture capturing device with "no harm done" to the patient. No further information has been forthcoming for this event.

Manufacturer narrative:
Note: this event was initially reported because it was not clear if any part of the capio device detached, which part detached, and if it detached inside the patient. Analysis of the returned device showed that only the handle, which is held outside the patient, detached, and it was returned with the rest of the capio device. Based on investigation results, this field was changed from adverse event and product problem to just product problem. (B)(4) - nonresorbable materials, (B)(4) no consequences or impact to patient. (B)(4). Device/device fragments, unknown location of were removed and substituted with 1104 - detachment of device component. Device evaluation: visual analysis of the returned capio device showed that the handle was detached from the aluminium tubing. The handle halves were separated to inspect the inner components and it was observed that the boss pin on one half of the handle was damaged. Slight damage was also observed on the other half of the handle. The investigation determined that compression to the handle in a torsional manner may have contributed to the handle detaching from the capio device; this is evidenced by the boss pins inside of the handle halves showing damage in a torsional direction. The customer's complaint of the capio device being "broken" was confirmed. The probable root cause for the handle detachment was determined to be operational context.

Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for the event. Though the exact event date is unknown, the complainant indicated that the event occurred in 2009.